Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed inside or outside of the tubing of a large volume infusor. This was noted after filling the device with an unspecified drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot 14k011 was manufactured from october 09, 2014 ¿ october 10, 2014. One actual unit was received at the plant for evaluation. Visual inspection revealed evidence of a white particle approximately 1.88 mm in length, embedded in the material of the tubing component. The particle was not in the fluid path. The cause was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.